Event description:
In 2003, the ep technician phoned to report that the pt had received inappropriate therapy as a result of t-wave oversensing on the ventricular channel. Testing did not produce noise and the ventricular pacing lead was stable. Induction testing was recommended. In 03/2004, the technician phoned to the report that the lead was capped.